Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported the treatment was cancelled but could not remember any additional details. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to continue using the cycler as normal and to call for troubleshooting if issues arise. Upon follow up, the pdrn confirmed that the patient reported that there was a fluid leak with the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Per treatment data, the pdrn stated that the patient did not complete treatment. The pdrn confirmed that the patient is continuing peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: g4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported the treatment was cancelled but could not remember any additional details. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to continue using the cycler as normal and to call for troubleshooting if issues arise. Upon follow up, the pdrn confirmed that the patient reported that there was a fluid leak with the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. Per treatment data, the pdrn stated that the patient did not complete treatment. The pdrn confirmed that the patient is continuing peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.